Event description:
It was reported that the patient presented for in-clinic follow-up with the implantable cardioverter defibrillator unable to be interrogated. It was believed that the device battery had depleted. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.